Event description:
Healthcare professional (hcp) reports 2 incidents of a blood leak with CT 190g dialyzers. One incident occurred on the 12th use and the other on the 38th use of the dialyzers, between 2 days. The incidents occurred at the onset of treatment. The leak was noted by an audible machine alarm and confirmed by a hemastix test strip. 250cc blood loss was noted. Treatment was discontinued and resumed with new disposable and completed without incident. Hcp reported that there was no pt injury or medical intervention associated with these incidents.